Event description:
The patient's left side was implanted. Then, the right-side implant was attempted.the patient's left balloon's port was tunneled in the scrotum and closed. The sharp-tip trocar penetrated the urogenital diaphragm and then contrast started to leak down the u-channel sheath. Bladder perforation was visualized on the subsequent cystoscopy.